Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician had attempted to use a 7 cm closurefast catheter with an rfg generator however, the generator displayed an error message(reported separately). Several attempts were made to solve the problem. This 3 cm closurefast catheter was then attempted but the generator continued to display an error message. The procedure was completed using vein stripping technique. No further information was provided.